Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Visual evaluation did not show the presence of sutures or anchors, both anchors were deployed on all four devices. No problem found.

Event description:
On 12/7/2022, it was reported by an arthrex employee via email that an ar-4501 meniscal cinch ii second anchor did not deploy. This occurred three more times in a row. Finally, a fifth ar-4501 meniscal cinch ii, from the same lot number, was able to complete the case. This was discovered during a meniscus repair procedure on (B)(6) 2022. Additional information received on 12/8/2022: all four of the first anchors that deployed, were removed from inside the patient.